Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the operator pushed the first voyager 2.5 x 20 mm through the lesion successfully but, when inflated to 14 atm, the balloon ruptured. Another voyager 2.5 x 15 mm was also attempted to be inflated but, the balloon ruptured at 14 atm. No additional event or patient information is available.

Manufacturer narrative:
The second voyager rx coronary dilatation catheter is being filed under the same MFR number. Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned with blood visible on the balloon. There was contrast visible in the balloon. The balloon was loosely folded. A new indeflator filled with water was used to pressurize the balloon and observed a pinhole 1 cm distal to the proximal marker. There was a 1 mm length scratch at the pinhole. There was no other damage noted to the dilatation catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.